Event description:
Rptr purchased breast pump 3 weeks ago. They stated that they had used this pump exclusively and has not put baby to breast. Observed open wounds at the nipple. Rptr has been unable to maintain a full supply because it caused too much pain to use more than three times per day.